Event description:
The patient's mother reported on (B)(6) 2013 at 05:42 pm her son activated a new pod and his blood glucose was reading 240 mg/dl, he was able to bring his blood glucose into range for the rest of the day. On (B)(6) 2013 at 11:30 am the emergency medical technicians were called and upon their arrival they administered a glucagon shot to the patient. At 11:46 am his blood glucose was reading 88 mg/dl. The patient was later rushed to the hospital unconscious in an ambulance. At 12:00 pm he arrived at the emergency room and he was treated with more glucagon shot and they continue to carefully monitor his blood glucose every 10 minutes. At 12:11 pm his blood glucose rose to 423 mg/dl; at 01:40 pm he deactivated the pod and by 02:16 pm his blood glucose was lowered to 97 mg/dl. At the emergency room a blood glucose meter comparison was performed. His pdm read 197 mg/dl vs 119 mg/dl for the hospital's meter.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low test results or determine any root cause. Qualification records were reviewed and the product lot met all acceptance criteria.